Event description:
It was reported that the insulin pump alarmed for button error. The battery was changed but the anomaly persisted. Blood glucose reading was 20 mmol/l. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case near lcd window corners, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).